Manufacturer narrative:
The battery charger 1 was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. They were unable to test the charger due to the board being electrically over stressed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual physical examination and usability inspection the reported issue was not confirmed. Motor battery charger passed bench test. Visual inspection passed. Bench and functional test passed. All leds on pcba and on the test fixture lit. Chargers output voltages, ac_on, fan, and +4vdc passed and were within range. It was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were taken successfully. No failure was found. The battery charger 2 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The charger passed bench test and visual inspection. All leds is lit. It was installed into a known working system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were taken successfully. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and there was a faint smell of burning from generator but everything was working. All battery and charger outputs tested fine. Inspected and found damaged battery cell. Replaced all inverter and motor batteries. While testing chargers and batteries the inverter charger 1 started to sizzle and the led started flickering. All three chargers replaced and system checkout performed. System is fully functional. (B)(4). The motor battery charger and battery charger 1 and 2 were returned to the manufacturer and are under investigation at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during a clinical training demo, there was a pop and the smell of smoke when attempting a gain calibration. No patient was present at the time of the event.